Manufacturer narrative:
Follow-up #1 date of submission 03/25/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/05/2014 with the following findings:a battery compartment crack was observed during evaluation. There was no evidence of damage to the battery cap. The battery cap was unable to be secured properly to the pump due to the battery crack.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a battery compartment crack and a damaged battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved after troubleshooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.